Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery, which was resolved by a complete set change. The blood glucose reading was 245 mg/dl. The customer's mother requested to return the reservoir and infusion set for analysis. Nothing further reported.